Event description:
It was reported that when doing test on battery, the device will not charge. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control instructed customer to go into the svc menu to check the error log and call back with error codes. The customer later stated that he did not recall the error codes but that he was able to clear the codes and perform a pip. The device has been returned to svc. No further problems were reported.